Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), back pain ("lower back pain"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), feeling abnormal ("brain fog") and loss of libido ("loss of libido"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, fatigue, weight increased, alopecia, feeling abnormal and loss of libido outcome was unknown. The reporter considered alopecia, back pain, fatigue, feeling abnormal, loss of libido, menorrhagia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.